Event description:
It was reported that the patient underwent an unrelated surgery and the ipg was not placed in surgery mode. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.